Event description:
Baxter (B)(4) received a report of a folfusor that leaked from the bladder into the housing of the device during filling. The device was being filled with a cytotoxic agent. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received with approximately 120 ml of fluid in the bladder. Upon sample receipt, no evidence of leak was observed from the unit. The inside of the housing was completely dry. A functional leak test was subsequently performed by filling the bladder with colored water (green) then monitored for 24 hours. After 24 hours, no evidence of a leak was observed from the bladder, inside the housing, or anywhere on the entire unit. Based on the evaluation finding, the reported issue was not confirmed and an assignable cause could not be determined as no malfunction was found. Additional information: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.